Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the basal history did not match the active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a review of the basal change history appeared to be inaccurate due to a cartridge change and a rewind, load, and prime steps. The pump was run for 24 hours at a one unit per hour basal rate. No alarms or power on resets occurred during testing. The complaint was unable to be duplicated during testing. Unrelated to the original complaint, the display had a pink contrast. Additionally, the battery compartment was cracked at the case seal to the left of the bumper.